Event description:
It was reported that there was a ¿possible¿ granuloma. The catheter tip was placed at t-4 (4th thoracic vertebra). An MRI (magnetic resonance imaging) was performed but the suspected granuloma had not been confirmed at the time of this report. The catheter remained implanted and out of service and was replaced by a new catheter. The issue was considered unresolved and the cause was not determined. The patient was alive with injury (numbness in the left leg); the patient was doing well but it was unclear whether the numbness resolved. The pump was used to infuse morphine, clonidine, and baclofen (compounded), and bupivacaine. No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to diagnosis the patient had a recent escalation of intraspinal medication dose, had experienced thoracic dermatomal pain (band-like or radicular pain), dysesthesia in the right lower extremity, and increased right lower extremity weakness. The patient had no stroke, but had left hemiparesis affecting the left upper extremity/ left lower extremity dense hemiplegia. The MRI of the thoracic spine on (B)(6) 2015 showed granuloma at t7 and cord edema at t2-t11. The catheter issue was confirmed to be granuloma at the tip/distal end of the catheter "but no affect on flow." The catheter was revised the evening of the MRI. The catheter was tied off and a new catheter was placed at the thoracolumbar junction. No culture was performed. The patient recovered with permanent impairment. The hcp speculated that the resolving granuloma led to change in intrathecal flow dynamics.

Manufacturer narrative:
Analysis of model 8780 catheter revealed the catheter was returned in two segments. Initially there was a non-significant anomaly of an occlusion in segment 1. Pressure testing did not show any holes in the catheter. The catheter tip was inspected and no dark or foreign material was noted in any of the dispensing holes.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was following wound care, and they cultured the patient's incision sites where the wounds were opening. The culture grew enterobacter cloacae. The infection was related to the new catheter placement due to the granuloma. Perioperative antibiotics were administered of 2mg rocephin; and the patient was receiving 1mg rocephin and vancomycin daily as an inpatient. The patient was being followed by wound care, and may end up with wound vac. The patient was still an inpatient and was receiving treatment for the infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting his system explanted the evening of this report "due to infection" her the healthcare professional (hcp). The patient was currently alive without injury, the reporter was unsure of patient symptoms.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).